Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged that the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/26/2013: the device was returned to animas and evaluated by product analysis on 09/05/2013 with the following results: testing confirmed the bolus button is completely unresponsive. The bolus button cover is intact. Removed the cover and found no damage to the bolus button contact. Opened the pump case and found moisture on the bolus button pin.